Event description:
On (B)(6) 2008, (B)(6) received a phone call from (B)(6) supply chain management. (B)(6) reported that during a procedure, the lancet cut a 6mm hole instead of a 4mm hole, cutting a larger hole than necessary in the aortic.

Manufacturer narrative:
(B)(4).